Event description:
Hold for ac 4/10 it was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customers blood glucose level was approximately 180 mg/dl. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.